Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The proglide device was removed over a guide wire and a non-abbott vessel closure device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 proglide is being filed under a separate manufacturer report number. The device was not returned for investigation. The return of the device may have aided the investigation in determining a cause for the product experience. To ensure this type of experience is not the result of a potential product related deficiency, a samplings of finished devices are tested to verify functionality of the device. In addition, the needle trajectory is checked twice during manufacture of the device. A needle-to-cuff was reported, which can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the needle plunger or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria, and the review of the lot history record there does not appear to be any indications of a product quality deficiency.